Manufacturer narrative:
Further info from the rptr regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of vascular occlusion and bruising are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection with juvederm ultra xc in lips pt experienced a vascular occlusion at the injection site. The healthcare professional noticed this on the same day of injection and administered hyalase. The vascular occlusion resolved the day of injection with some residual bruising. One week after symptom onset the healthcare professional reviewed the pt and noted the pt was fine and the bruising had nearly resolved.